Event description:
It was reported that during a acl/hth procedure, the ar-4501, meniscal cinch, implant would not seat. The implant was retrieved. The case was completed by using another device as the surgeon had to switch to another surgical technique during the procedure, due to this incident. Further information requested. Additional information provided 11/5/20: both implants came out of the meniscus when the suture was removed. A device from a different manufacture was used and the technique changed to the "j&j truespan device technique".